Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's water trap housing, performing preventative maintenance, and calibrating. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient was reported.